Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue required a trip to the emergency room on (B)(6) 2025, where the customer's blood glucose level was recorded at a high of 600 mg/dl with an unspecified ketones level. The customer received treatment with intravenous fluids of saline and insulin, which effectively resolved the issue. The customer was released from the hospital the same day with the issue resolved and no permanent damage. Reportedly, the customer changed the infusion set and cartridge, then resumed insulin.